Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(4). The device was returned for evaluation and the customers allegations were not confirmed. The device was aged for an hour but the device errors and the tip of the scope turning pink allegations were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that when the tip of the visera elite ii video system center was taken out of the body once, an e105 lamp error occurred. The light emitted from the tip turned pink. The power was turned off and on again and the operation was completed with the actual product. The type of procedure was laparoscopic. There were no reports of patient harm associated with the event.